Event description:
Same patient than MDR ID#2134265-2012-01891. It was reported that during a percutaneous coronary intervention, stent dislodgment occurred. The lesion was situated in the right coronary artery (rca) near the ostium. It was reported to be very tortuous and severely calcified with 90% stenosis. A promus element stent 3,5 x 24 mm was introduced. It was reported that the stent crushed to vessel wall while advancing and dislodged from the balloon. The physician tried to implant a 4.0x28mm promus element stent. However, this stent dislodged from the delivery system as well. Another of the same device was used to complete the procedure. The patient was reported to be well.

Manufacturer narrative:
Age at time of event: (B)(6). Initial reporter phone: (B)(6). The device is a combination device. (B)(4).